Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported having a rash under her left breast. The patient reported that gel was leaking from the front therapy electrode. The patient's physician advised the patient to use a cream on the rash. Follow-up indicated that the rash had not improved. The medical outcome of the rash is unknown. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front therapy electrode. The root cause of the gel leak was excessive force.